Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported the cause of the ins protruding was not known and the external battery stopped working. They were sent a new a new battery and it worked. It was reported that the physician was not aware of the ins protruding.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the recharger has not been working. The patient reported seeing "no device found" while trying to charge the ins. The patient reported that they connected and charged the ins last on thursday (B)(6) 2020. The patient reported that they ¿back was killing¿ them. It was reported that the ins was protruding a little bit there was discomfort at the ins site. The li battery out and put it back in but it is not resolving the issue.

Manufacturer narrative:
Correction to event description: updated to include missed information as well as additional information. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins):it was reported that the recharger had not been working. The patient reported seeing "no device found" while trying to charge the ins. The patient reported that they connected and charged the ins last on thursday (B)(6) 2020. The patient reported that their back was "killing them". It was reported that the ins was protruding a little bit there was discomfort at the ins site. The patient stated they had a history of "vertigo" and had fallen 3 times in the past 3 weeks. The patient said they took the battery out and put it back in but it was not resolving the issue. A replacement recharger (rtm) was sent to the patient. Additional information was received from the patient. It was reported that the patient received the new recharger (rtm) but was still having the same issue with the ins not charging and the controller was continuously "searching for the device." The patient confirmed they had the rtm positioned directly over her ins. During the call, the patient stated the controller kept getting stuck on the "checking for recharge" screen with a spinning circle, and after a few minutes it stops and goes back to the "original screen." The patient was asked if they meant the 'no device found' screen but they could not confirm and repeated that it gets stuck on "checking for recharge" screen. The patient repeated that their back was killing them because they hadn't been able to charge the ins. A replacement controller was sent to the patient. No further complications were reported/anticipated.